Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a non-recoverable fault 281. Technical service engineer (tse) had the customer hard power cycle; however, the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the general power distribution (gpd), surgeon backplane (sbp), remote arm controller (rac), generalized cart controller (gcc). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.